Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem section h1 type of reportable event - corrected - no malfunction h3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated g4 gtin - corrected due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device was returned with the sl-10 microcatheter. The coil delivery wire was seen to be kinked/bent. The main coil was seen to be kinked/bent. The main coil was seen to be stretched. As the device was returned with a blocked sl -10, a demo sl- 10 was used for functional testing instead. The system was flushed, and the main coil could not be advanced through the introducer sheath due to strong friction, therefore the coil in catheter test could not be completed. The reported main coil broken/fractured was not confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported coil in catheter friction could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The reported main coil broken/fractured was not confirmed during visual inspection. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject target tetra coil would not advance in the microcatheter. The doctor felt that some of the coil may have broken off in the catheter. No additional information was received for this complaint. The device was returned with an sl-10 microcatheter. During visual inspection, the coil delivery wire was found to be kinked/bent, and the main coil was found to be kinked/bent and stretched. The reported main coil broken/fractured during use was not confirmed during visual inspection. As the device was returned with a blocked sl-10, a demo sl-10 was used for functional testing instead. The system was flushed, and the main coil could not be advanced through the introducer sheath due to strong friction caused by the coil damage. Therefore, the coil in catheter friction test could not be completed. Although the reported coil in catheter friction could not be replicated during device analysis, the analysis results are consistent with the reported event. An assignable cause of not confirmed will be assigned to the as reported 'main coil broken/fractured during use' since the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of the alleged issue. An assignable cause of procedural factors will be assigned to the as reported 'coil in catheter friction' and the as analyzed 'main coil kinked/bent', 'main coil stretched' and 'coil introducer sheath friction' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the physician felt that part of the subject coil broke off within the microcatheter. There is no additional information available.

Event description:
It was reported that during the procedure the physician felt that part of the subject coil broke off within the microcatheter. There is no additional information available.